Event description:
A device report from (B)(4) indicated a hosp in (B)(6) reported: pt with a tibia proximal intra-articular fracture was implanted with a lcp proximal tibia plate on (B)(6) 2011. Lcp plate was used on lateral side, metaphysial plate was used on medial posterior side. On (B)(6) 2011, pt started half full load weight rehabilitation. Pt started full load rehabilitation on (B)(6) 2011. On (B)(6) 2011, pt experienced pain during walking. X-ray on (B)(6) 2012 showed the lcp plate was broken. Pt was returned to operating room on (B)(6) 2012, lcp plate was removed. No further info available.

Manufacturer narrative:
This device is used for treatment, not diagnosis. Additional narrative expiration date: obtained from completion of device history record review. Additional information received. The dimensions of the proximal tibial plate were checked (as far as possible) and found to be in accordance with the technical drawing of the manufacturer. The examination of the raw material inspection sheet and the manufacturing papers showed the chemical composition, microstructure and mechanical properties were in compliance with the international standards and astm. The plate broke at the sixth distal plate hole. After breaking, the two plate fragments rubbed against each other causing damage to the fracture surfaces. Fatigue striations were observed at the crack propagation zones and over the entire fracture surfaces. Each striation represents the successive position of an advancing crack front. The presence of these striations is a indication of a fatigue process. Observations showed that the plate breakage was caused by fatigue and overload. Axial and dominant dynamic bending loads led to the fatigue of the plate. The implant had to absorb and neutralize forces that have been greater than the tolerable load. The manufacturing records were reviewed and no complaint related issues were found. We found no evidence of material or manufacturing defects. Obtained from completion of device history record review. Post op plate implantation x-ray date should be (B)(6) 2011.

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system.